Event description:
It was reported that the patient's clinic wanted to confirm the validity of the pressure sensor readings. As a result, the sensor was calibrated via echocardiogram where the cm mean increased by 13mmhg which resolved the issue. Accurate readings were observed on under the manufacturer's patient care network database.